Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display, and weak battery. The customer's blood glucose was 163 mg/dl at the time of the call. The customer states she was changing the battery and now the pump will not turn on. The customer stated that the battery compartment and spring were not damaged or corroded. The customer is unsure if the battery cap is corroded. It is unknown if the issue was resolved. The customer was sent a battery cap and to check if issue is resolved. The insulin pump will not be returned for analysis.